Event description:
It was reported through the core valve trial that two days post pacemaker implant procedure the right ventricular (rv) lead threshold increased due to an apparent rv lead dislodgement. The rv lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/ body fluid was observed on the proximal conductor. The outer insulation was breached cut and apparent explant damage was noted.